Manufacturer narrative:
One actual sample was received without a pouch. A visual inspection was performed with the naked eye which revealed the blue connector on the heater line assembly was broken. The sample was tested with an under water pressure test with the heater line clamped off. As a result, no leak was observed in the other components of the sample. Additional functional tests could not be performed as the connector of the heater line assembly was broken. The reported condition was verified. The cause of the condition was determined to be use related since the leak was found during priming and not at the point whereby the user needs to connect the connector to the solution bag. At the point whereby the user needs to connect the connector to the solution bag, the set is dry and there should not be any solution in it which will cause leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette leaked due to a broken connector; further described as, ¿collector broken between blue cap and tube caused solution leakage¿. This occurred during priming for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.